Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. No error message was displayed. Additional observation not reported by site: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was not confirmed by failure analysis.

Event description:
It was reported that there was error message in the system. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the site was didn't know the answers to any of these questions.